Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On january 4, 2007, the lay user/pt contacted lifescan alleging that her one touch ultra meter was reverting to the setup mode. The senior medical affairs specialist mailed a letter since the pt could not be reached by telephone. The pt described not being able to go through the meter setup process after replacing the battery (date unk). The pt developed symptoms of blurry vision and feeling dizzy on an unk date. Following the attempted use of the product, the pt would administer 20 units of 70/30 insulin in the morning and 20 units in the afternoon. She was admitted to the hosp for a blood glucose of 700 mg/dl obtained on a laboratory device. She was treated with insulin and released after 8 hrs. The pt did indicate taking cortisone due to a back injury; this medication may raise one's blood glucose. The customer care advocate (cca) verified that there had been no trauma to the meter and the issue started immediately after replacing the battery. The meter was replaced with a one touch ultra 2 meter. It would have been helpful to know when she replaced the battery, how many days had she been unable to test, if she had a back up meter, her usual test frequency, her medication regimen, when her symptoms developed, if she was aware of her blood glucose based on her symptoms, if she attempted to test while experiencing symptoms, who took her to the ER, test results obtained at the hosp, treatments administered at the hosp, diagnosis, when the back injury occurred, and how long she had been taking cortisone. This complaint is being reported due to the following conclusion: the meter started reverting to the setup mode after replacement of the battery, symptoms of blurred vision and dizziness developed, and she received insulin treatment at the hosp for blood glucose of 700 mg/dl.